Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm, the home patient (hp) had a system error 2367 on the homechoice (hc) during drain 3 of 3, while the hp was connected. The technical service representative (tsr) assisted the care giver (cg) with cycling the power and closing all the clamps. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.